Event description:
The customer reported to olympus, the olympus ultrasonic bronchofibervideoscope had a pinhole at the tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign material came out of the suction cylinder. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a pinhole in the channel tube which caused water tightness to be lost. In addition to the reportable findings documented in b5, additional device evaluation finding are as follows: bending in the up direction did not meet the standard value due to wear of the angle wire, adhesive on the bending section cover had a crack, the electrical connector had corrosion due to water leakage, the image was not displayed (but would return to normal at times) due to breakage of the image guide bundle, the scope cover plate had peeling, the connecting tube had a scratch, and the acoustic lens was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign body could not be identified. Based on the results of the investigation, it is likely a leakage failure occurred due to a pinhole at the forceps channel and the foreign body came out from the suction opening because reprocessing could not be completed. However, a definitive root cause could not be determined. No response was received regarding the reprocessing methods at the facility. Therefore, it is unknown if there were any abnormalities in the accessories used for reprocessing. In reviewing the instruction manual at the time of product shipment, the descriptions as to reprocessing were found in the following chapters. Chapter 6 "compatible reprocessing methods and chemical agents" chapter 7 "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.